Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15090. It was reported that, during a lead revision (related manufacturer reference number: 1627487-2021-13256), the physician was only able to partially explant the patient's right s1 lead. The distal portion of the lead remains intact despite several attempts to explant. No intervention is planned for the remaining portion of the lead. It is unknown which lead was partially explanted so both are being reported on.